Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that during the implant procedure, the lead's helix would not extend. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.